Event description:
It was initially reported that patient is having an increase in seizures and patient did not feel stimulation. Information was later received that the patient swiped the magnet and is now feeling the vns and believes it is working. No additional relevant information has been received to date.

Manufacturer narrative:
Lot#: corrected data; lot number known but inadvertently not submitted in initial MDR.